Manufacturer narrative:
A new siderail assembly was sent to the account. The account has not completed repairs.

Event description:
The account stated the right head siderail has a broken weld and didn't know if the siderail would latch in the up position or not.